Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 344 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad assembly. No unlocked lcd keypad connector noted during visual inspection. No unexpected ramping display during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, a cracked belt clip slot and cracked battery tube threads.